Event description:
It was reported that during a procedure, while set in auto kv mode with a 160 mas window, the unit allegedly continued to expose after the x-ray switch was released. The exposure was terminated by turning the system off with the on/off switch on the control panel. The technologist re-booted the system and then completed the exam without incident. No injury was reported.